Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. On (B)(6) 2025, the patient left her home with a continuous glucose monitor (cgm) reading of 129 mg/dl. While driving, she began to feel ¿funny¿ and checked her cgm, which displayed 55 mg/dl. Because her low-glucose alert threshold was set at 55 mg/dl, no alert was triggered. The patient stopped at a gas station, consumed a candy bar, and continued driving toward the emergency room (ER) while speaking with her daughter by phone. During the drive, the patient rechecked her cgm, which showed 40 mg/dl and later transitioned to a low reading before she arrived at the ER. Upon arrival, the patient had difficulty speaking, so her daughter relayed the events to the nurse over the phone. A fingerstick measurement in the ER showed a blood glucose level of 26¿29 mg/dl. The patient received intravenous glucose, which resolved her symptoms. She was monitored for several hours and was discharged. At the time of the report, the patient was stable and feeling fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e2402 for feeling "funny"/ code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
Subsequent to the initial MDR, additional information was received on 03/24/2026. Data was received and evaluated. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on 08/30/2025 at 8:24 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 10 ½ days and ended due to expiration on 09/10/2025. There were no bg calibrations attempted during the sensor session. On the date of the reported event (09/09/2025) the recorded egvs never fell below 101 mg/dl. Several high alerts were found to have been triggered at 90% audio volume during the day, however none of the alerts were acknowledged. The root cause of the customer¿s experience was undetermined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).